Event description:
During testing at the user facility, it was noted the device battery was swollen. Prior to testing, the device was returned to the biomedical department with a report of, device does not function. No tracking info was provided; therefore, specific pt info, device programming or, event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.